Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed low pacing impedance exhibited by the right ventricular lead. Programming changes were performed. There were no patient consequences.